Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed at the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a 3b endoleak. The cause of this event could not be determined but extra manipulation of the system and use of non-endologix products may have contributed to this event. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially implanted with a bifurcated stent graft, three (3) non-endologix (gore) excluder cuffs and four (4) non-endologix (gore) excluder leg stents to treat an abdominal aortic aneurysm (aaa). This case is an off-label case. During this procedure, an intraoperative 3b endoleak was identified and resolved. After the deployment of the bifurcated stent graft and balloon touch-up, an endoleak was discovered. Several non-endologix stents (three (3) non-endologix cuffs and four (4) non-endologix leg stents) were implanted and additional ballooning was performed to resolve this reported event. As of the date of this report, there have been no additional patient sequelae reported.